Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. Upon investigation, the cause for the reported messages was isolated to an intermittent open pulse wire in the trunk cable. The root cause for the intermittent open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" and "check therapy pad" messages.